Manufacturer narrative:
The evaluation results of apparent trend for suspect catheter lots has been completed and the results are as follows: 1) the complaint rate was consistent with complaint rates from other mfg lots. 2) the product profile was bimodal, but both arms of the modality were within the product spec. 3) material identification and function were consistent with 510k and co specs. 4) sheared catheters returned were reviewed and found to have the "pinch-off" indication. The complete file of this apparent trend was reviewed by a food and drug administration investigator during an atlanta district office audit of the MFR which was conducted from 8/24/98 through 9/15/98. Therefore, based on the info available and the results of the MFR's investigation of this event, anatomically induced repetitive clavicular compression appears to have caused damage found during the MFR's analysis of the device in question. No further details are available. The MFR is now closing the file on this event. The filing of this 01 follow-up report will also serve to close the following MDR#'s listed of the same nature: MDR#1219454-1997-00226 and MDR#1220923-1998-00058.

Event description:
The device was implanted on 1/3/97 for subclavian infusion of taxol and other drugs. On 4/28/97, the facility risk manager contacted the MFR and reported that there had been complaints that the device was not working. As a result, the device was explanted and "the tubing broke in the pt." The pt was being sent to another facility to have the catheter segment removed. The facility risk manager also stated that the device catheter was blue when it was implanted and that it was green upon removal.